Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-38 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. The device was visually inspected, functionally tested and an alarm log review was performed. During inspection an f-38 alarm was identified in the alarm log and during functional testing. The cause of the alarm was determined to be due to force sensing resistors being out of specification. To correct the condition, the force sensing resistors were replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.